Event description:
Information was received from the patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the patient asked if they had to contact their rep to get a new communicator. The patient stated they can 'hear it wiggle'; they could hear the charger wiggle for a couple days. The patient stated with any movement they could hear the piece shaking inside of the communicator port and it was loose and they had to lay flat on the table for the communicator to charge and so it didn't fall out. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name, product ID: tm90t0, serial: (B)(6); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the communicator found "electrical failure." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.